Manufacturer narrative:
The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. (B)(4). Device evaluation: the product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn and foreign material on the lens surface. Date of event was incorrect. The date of event is (B)(6) 2015. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: no, lens implanted. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.50/+3.5/093 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens had an excessive vault. The lens remains implanted.